Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they had a lumbar fusion of l5 and s1 on (B)(6) 2015. Since the fusion they have had a loss of therapy and are not feeling optimal stimulation and would like to have their settings adjusted. The indication for use was for spinal pain. No interventions or outcome were provided however additional information has been requested. If received, a follow-up report will be sent.